Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results from two different patient samples processed on a vitros eci immunodiagnostic system. Patient 1: 0.138 ng/ml vs. <0.012 ng/ml patient 2: 0.262 ng/ml vs. <0.012 ng/ml the falsely elevated vitros tropi es results predicted from the two patients were detected prior to being reported from the laboratory. The customer's protocol is to repeat test any patient sample to confirm the result if the initial result obtained is > 0.120 ng/ml. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of inappropriate physician action or patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-repeatable falsely elevated vitros trop I es results were obtained from two patient samples processed on the vitros eci system. The investigation was unable to determine a definitive assignable cause. Service actions were performed to optimize system performance; however, vitros tropi precision testing demonstrated acceptable performance both before and after service actions. Therefore, there is no indication that an instrument contributed to the event. Anecdotal evidence was provided by the customer indicating vitros tropi es quality control results revealed no performance issues. However, as actual vitros tropi quality control results were not provided by the customer, a reagent issue contributing to the event cannot be ruled out. Additionally, the investigation confirmed that the samples involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris due to poor sample preparation was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.